Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized low blood glucose on (B)(6) 2021. Blood glucose level at the time of the incident was 37 mg/dl. Customer stated that she went to use bathroom and fell. Customer hurt her knee and woke up in hospital. Customer stated that they were hospitalized for four days and no heart beat. Customer reported that had no electrolytes to carry insulin and no pulse with low blood glucose. Customer was treated with sugars in hospital. Drive support cap was normal. Customer was using insulin pump within 48 hours of high blood glucose incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Date of event information has been updated and provided with this report.